Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. The definite root cause of the observed condition cannot be reliably determined. Device identifier: (B)(4).

Event description:
A customer reported that the a1059 mayfield modified skull clamp malfunctioned and involved in patient injury. Additional information received on 23aug2019 and 05sep2019 indicating that the product problem occurred prior to procedure starting, during positioning of the patient on (B)(6) 2019. The mayfield clamp with pins loosened causing two lacerations to the patient¿s scalp, just above both ears. The laceration required staples to close the wound. A delay in surgery of five to ten minutes was reported.